Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while sleeping. Reportedly, the customer wears the pump inside a bra. The customer's blood glucose level was 208 (mg/dl). The customer successfully cleared the alarm and resumed insulin delivery.